Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send the customer a replacement pump with updated software, provided instructions for storing the faulty pump, and advised on steps to take upon receiving the new pump. The customer understood and acknowledged the instructions, including returning the problematic pump using a pre-paid label.